Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. It was found that the 3d scans successfully transferred to the navigation system. Verification navigation successfully performed. The navigation system passed the system checkout and was found to be fully functional. Issue could not be replicated.

Event description:
A site representative reported that while in a cervical spinal fusion procedure, patient data transfer from siemens arcadis orbic to the navigation system had failed. There was a reported delay to the procedure of less than 1 hour due to this issue. The surgeon opted to complete the procedure without the use of the navigation system. There was no know impact on patient outcome reported. No further details regarding this issue were provided.